Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer stated that the alarm occurred last week but the issue was resolved. The customer was able to continue use of the pump. Customer stated the alarm occurred during fill tubing. Customer is currently receiving the compromised force sensor system alarm. Customer stated that the dome label is missing on the pump. Customer was advised to revert to a back-up plan and discontinue use of the pump. Customer was advised that the pump will need to be replaced.